Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0011427461); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, the patient had heavy leaflet and sinotubular junction (stj) calcification with an annulus size of 73.2. Upon loading the valve once and checking the load with fluoroscopy, no infolding, misload or bends were observed. The target implant depth was noted to be 3. An attempt was made to use the cuspal overlap technique and to align the commissure ports at 3 oclock. During the first deployment attempt, at 80% deployment, the valve expanded successfully. Upon assessing the valve, it was determined the valve was too deep in the left ventricular outflow tract (lvot). Subsequently, the valve was recaptured at annular and lvot level. On the second deployment attempt, at 80% deployment, an infold was noted. The valve had been recaptured one time. The patient was stable. The system was withdrawn from the patient. A new delivery catheter system (dcs) was used to implant a new valve. The second valve was deployed successfully at appropriate depth. Of note, no pre balloon aortic valvuloplasty (bav) was performed. No adverse patient effects were reported.